Manufacturer narrative:
Elevated complaint investigation will be initiated.

Event description:
The customer reported many positive results on the alinity m sars-cov-2 assay which were being questioned by clinicians. The customer reported that on (B)(6) 2022, the laboratory staff began to process instrument samples as normal. Several bagged and isolated samples had been left over from (B)(6) 2022, for 12 hours in a fridge. These samples were the first to be run at the start of the morning shift. Among the initial three racks processed, there were 22 positive results, ranging from cns of high 20s to high 30s. The hospital staff noticed the sudden number of positive samples subsequent to releasing the results from the lab. A selection of primary tubes from the positive samples from the first three racks were re-tested on a cobas liat system. All the retested samples resulted as positive. 2 of the 22 positive samples run on the morning of (B)(6) 2022, were recollected, and re-tested on the alinity m. The two recollected samples resulted as negative. The laboratory found out that majority of the samples in question came from the hospital emergency department (ed). One specific ed technician collected the samples. Contamination of the samples is suspected. The alinity m instrument performed as expected and controls passed and performed as expected on (B)(6) 2022. Additionally, the laboratory personnel decontaminated all sample racks and have not had any other issues. All 22 samples with questioned results were reported outside of the laboratory. No impact to patient management was reported.

Manufacturer narrative:
Lot number identified through the investigation process, so d4 has been updated. Additionally, corresponding expiration date and date of manufacture have been updated. G4 updated with n/a. Investigation into this complaint included a customer data review, a quality data review and a complaint history review. Investigation is summarized as follows: customer data review. Customer result log files were reviewed. The review of the customer data demonstrated the alinity m sars-cov-2 amp kit (list 09n78-095) lot 527540 was performing as expected. The assay reagents performed as expected and met the assay specification requirements for the controls. The ticket does not provide sample ids (sids) for the reported discrepant result samples; however, the laboratory determined that the samples were contaminated during sample collection at a specific location. Additionally, all sids were reviewed from the 06/13/2022 result log file. The run involving all sids processed on 06/13/2022 was valid, met assay specification requirements, and no error codes or flags were displayed for the controls. All amplification curves were reviewed and exhibited normal amplification; the assay and assay software were performing as expected with correct interpretations. As documented in the ticket, the customer questioned the results but determined that environmental contamination by laboratory personnel was the cause for the reported discrepant results. There is no indication that lot 527540 was performing outside of established design performance specifications. A product deficiency was not identified by this evaluation. Quality data review device history record (DHR) / batch record review: review of the manufacturing packet for alinity m sars-cov-2 amp kit (list 09n78-095) lot 527540, (including the components) did not identify any issues which could result in the reported complaint. No issues were found during quality control (qc) testing. The qc amp kit masterlot testing met all acceptance and validity specification criteria. CAPA / non-conformance review: a CAPA review was performed to identify any existing quality records that were potentially related to the reported complaint for alinity m sars-cov-2 amp kit (list 09n78-095) lot 527540 (including the components). This CAPA review did not identify any existing internal issues or nonconformances related to the reported complaint for the lots in question. Complaint history review. A lot specific complaint history review was performed to identify complaints related to the ticket being investigated, which reported discrepant sars-cov-2 results while using alinity m sars-cov-2 amp kit (list 09n78-095) lot 527540. A product deficiency was not identified by this evaluation. Based on the results of the investigation elements, a product deficiency for the alinity m sars-cov-2 amp kit (list 09n78-095) lot 527540 was not identified. Note: 3005248192-2022-00704 follow up report 1 was sent on 9/23/22. Ack 3 was not received. After sending 6 emails to esghelpdesk@FDA.hhs.gov and cesubhelpdesk@FDA.hhs.gov acks were not resent per request. On november 8th, a final email was sent stating, "as I have been requesting information on this MDR follow up report for more than 1 month, I will plan to resend the submission as follow up report 2 if I do not receive ack 3 for core ID ci1663947682055.5180038@fdslv86004_te1: ci1663947682055.5180038@fdslv86004_te1 by end of the week." An attempt was made to send this MDR as follow up report 2 with an awareness date of november 11th as ack 3 was not received after this final request. MDR 3005248192-2022-00704 follow up report 2 failed due to "error: initial report / prior supplement has not been received.supplement 1 is missing." Therefore this report will be sent again as follow up report 1.